Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, the device operator stated the reload fired and afterwards, there was bleeding on the pulmonary artery. The device operator used 6-8 sutures to stop the bleeding. The patient required a blood transfusion and the case was delayed.